Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the light source lamp does not light. The issue occurred, during preparation for use. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, d4, d8, e1, g2 (health professional should be unmarked from the initial medwatch). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of the lamp did not light up was confirmed. Based on the results of the investigation, the suggested event was likely due to the failure of the power unit. However, a definitive root cause could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during preparation for an unspecified diagnostic procedure.